Event description:
It is reported that a customer received a lost sensor alarm on their insulin pump. The patient's blood glucose level was at 71 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent to a new sensor. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop (B)(4). Sensor failed per spec due to high readings.